Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that patient went to clinic experiencing incontinence. The patient was scoped, and it was determined the cuff size was shorter than needed. A surgical procedure was performed to replace the system. There were no further patient complications.